Event description:
Pt in o.r. For hysteroscopy, fractional dilation and curettage of uterus. There was small bleeding from a lacerated tenaculum site, which was hemostatic with application of figure of eight sutures, #3-0 vicryl and silver nitrate sticks.